Event description:
Our son has type 1 diabetes and uses a medtronic insulin pump. He uses a sure-t infusion set, a single use product. On (B)(6), his blood sugar was 500 and ketones 1.6 by blood. We changed his infusion set immediately and found the needle missing. We took him to the local emergency room where they x-rayed him and found the needle in his left buttock. It was so deep they had to call in a surgeon. He was admitted over night and the surgery was done the next morning, (B)(6). He wasn't in any pain and all went well. We reported the problem to medtronic was well. We are sending the faulty product back to them so they can assess the situation. They are giving us new infusion sets. We are please with the medtronic's response to the situation. We have been using the sure-t for over a year and we have never had a problem with it before this event. Thank you. Reason for use: type 1 diabetes.